Event description:
It was reported that the patient was experiencing inadequate stimulation, remote control not connecting to the ipg, and burning sensation from the ipg site. The patient was given an injection shots and is currently doing well.

Manufacturer narrative:
Exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.